Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.25x20mm stent delivery system was returned for analysis. A visual examination of the stent found a damaged stent- distal region struts distorted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending artery. After a guide catheter and guide wire was advanced, pre-dilatation was performed with a 2.0x20mm balloon catheter. A 2.25x20mm promus element plus drug-eluting stent was then advanced to treat the lesion. However, after multiple attempts, the tip of stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified posterior descending artery. After a guide catheter and guide wire was advanced, pre-dilatation was performed with a 2.0x20mm balloon catheter. A 2.25x20mm promus element plus drug-eluting stent was then advanced to treat the lesion. However, after multiple attempts, the tip of stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.